Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, depression, menometrorrhagia, adenomyosis, enlargement uterine, paratubal cyst and ovarian cyst. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("anemia"), menorrhagia ("prolonged menses / excessive bleeding") and syncope ("syncope and collapse"). The patient was treated with surgery (hysterectomy) and iron infusion treatments. Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, iron deficiency anaemia, menorrhagia and syncope outcome was unknown. The reporter considered iron deficiency anaemia, menorrhagia, pelvic pain and syncope to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine on (B)(6) 2015: negative; on (B)(6) 2018: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, depression, menometrorrhagia, adenomyosis, enlargement uterine, paratubal cyst and ovarian cyst. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("anemia"), menorrhagia ("prolonged menses / excessive bleeding") and syncope ("syncope and collapse"). The patient was treated with surgery (hysterectomy) and iron infusion treatments. Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, iron deficiency anaemia, menorrhagia and syncope outcome was unknown. The reporter considered iron deficiency anaemia, menorrhagia, pelvic pain and syncope to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2015: negative; on (B)(6) 2018: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.